Manufacturer narrative:
A visual inspection was performed on the returned device. Without any additional information available, a conclusive cause for the noted damage could not be determined; however, material damage was noted. The investigation was unable to determine a conclusive cause for the noted difficulties as a failure mode was not reported. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, interaction with accessory devices, patient anatomical morphology or patient disease state. There was no damage noted to the stent delivery system during the inspection prior to use which suggests a product quality issue did not contribute to the noted difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of occlusion, as listed in the multi-link 8, coronary stent systems, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). An attempt was made to implant a 2.75x38mm rx multi-link 8 stent in the middle third of the rca directed to the posterior ventricular branch; however, it was not possible. An occlusion of the posterior descending branch (pdb) was observed. An attempt was made to access the pdb with 0.14 guide wire without success. Post-dilation of the previous stent was performed with an unspecified 3.0x20mm balloon catheter. Another attempt was made to implant an unspecified stent in the middle third of the rca without success. Control injections were performed. No additional information was provided.